Event description:
The physician placed the catheter and sometime thereafter, the pt developed a ruptured right atrium. The pt had very weak tissues in her heart. The pt had to get a pericardiocentesis due to the rupture and after which she recovered. Additional info was received in 2008. Pt's heart tissue was in bad shape and it could not be determined if the hole in her atria was due to the catheter, or from tissue erosion.

Manufacturer narrative:
Event evaluation: this event is still under investigation. Catalog # c-utlmy-701j-rsc-abrm-hc-fst-a-rd.